Manufacturer narrative:
The actual device was returned to the philips authorized repair facility where the technician found the speaker did not work due to a substantial amount of corrosion on the board. The device was repaired by replacing parts that are damaged and outdated.

Event description:
During product evaluation, the philips authorized repair facility technician found the mx40 telemetry device had no sound. The device was not in use on a patient at the time of event, there was no patient involvement.